Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was over 600 mg/dl at time of incident. Another blood glucose level was 260 mg/dl. Customer stated that they received insulin flow blocked alarm in past. Customer stated that they changed infusion set 3 times but still having same issue. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, weakness. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.